Event description:
It was reported that during an arthroscopy, the tip of the xl suture cutter fell into the patient's body, the pieces remained in the patient and were not removed. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the tip of the xl suture cutter fell into the patient's body, the device was removed by the surgeon. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device shows wear from use and the product identification markings are significantly degraded. The carbide insert in the distal tip is fractured and there is material missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states two intraoperative photos were reviewed and confirm the reported breakage. Of the two images, one arthroscopic photo appears to show the broken tip of the device inside the patient and the second photo appears to show the suture cutter with a missing tip. The patient impact beyond the reported events is not anticipated as the broken device pieces were reportedly removed from the patient and no patient harm has been alleged. The root cause was associated with component failure. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.